Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. It was noted that the right atrial lead exhibited under-sensing and loss of capture. Programming changes were made. The patient was in stable condition and would continue to be monitored.